Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-jul-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 18-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain following implantation of the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) device. High impedance was identified as a device-related issue, and stimulation issues were reported, including shock and inadequate coverage for left leg pain. The issue was ongoing and not resolved at the time of reporting. Troubleshooting steps included attempts to program around the impedances, but coverage for left leg pain could not be achieved. An additional surgical intervention was required, with a planned lead revision pending insurance approval. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient is scheduled for a lead revision on (B)(6) 2025.